Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inability to interrogate via bluetooth and backup mode with no defibrillation therapy available due to magnetic resonance imaging (MRI) exposure was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Corrected information: the previously reported event of failure to interrogate did not occur. Additional information received indicated the device entered backup mode because it was not reprogrammed into magnetic resonance imaging (MRI) mode prior to MRI exposure.